Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. The calcified nodule target lesion was located in a non-tortuous coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. During insertion, the physician attempted to advance the stent, however, it got stuck and came off in the vessel. The physician decided to deploy the stent at that location. The stent did not travel or move down the artery after it was detached from the stent balloon. The procedure was completed with the original device. There were no patient complications reported.